Event description:
Essure coil placed in 2017, extremely painful procedure and took longer than normal. Shortly after heavy periods and pain occurred. Many visits and imaging done, hsg showed contrast leaking from uterus, MRI done at later date now shows perforation of left tube causing pressure on pelvic artery intern creating pelvic congestion syndrome. Uterine ablation and hysterectomy's recommended at (B)(6). FDA safety report ID # (B)(4).